Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she had suffered a hypoglycemic event while she was driving. Patient stopped at a fire station and sought medical intervention. Patient¿ bg was measured at 32 mg/dl and paramedics administered glucose. Patient did not go to the hospital. Patient claims that cgm¿s receiver¿s alerts are not functional at times. Patient also states that cgm could have alarmed her but she may have missed the alarms. At the time of his call to dexcom technical support patient was feeling well. Patient will attempt to send cgm data from the physician¿s office for dexcom to investigate the data at the time of the event.